Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse disconnected the wires to the tube sealer heating element. The cse discovered that the tube sealer heater control power relay was stuck in the "on" position. During a follow-up visit, the cse replaced the relay and the tube sealer heater head assembly. The cse ensured the aptio automation system was operational by observing more than sixty tubes being sealed. The cause of the odor associated with an overheating component and visible smoke was related to a malfunction of the tube sealer heater. This instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer for an aptio automation system observed an odor associated with an overheating component coming from the tube sealer heater. There was also visible smoke. The customer took the tube sealer offline, however, the odor persisted. There were no injuries and no patient samples were impacted due to this event.